Event description:
It was reported; diagnostic imaging was performed prior to the discharge of the patient after initial implant and a dislodgement of the right atrial (ra) lead was observed. The ra lead was repositioned to resolve the event. The patient was stable.